Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone14.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported experiencing a site reaction at the pod site of the hip/buttocks after wearing for longer than 48 hours. There was a red bump with a white center around the pod infusion site and as treatment, a new pod was applied. Patient sought confirmation on whether the reaction was normal or required medical attention. Patient received oral antibiotics after visiting a healthcare provider due to tenderness, redness and pus at the site. No formal diagnosis was provided.